Event description:
It was reported that pump touchscreen glass started to separate. There was no reported adverse impact to the customer. The customer declined troubleshooting from tandem technical support regarding the issue. No additional patient or event information was available.